Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained erroneously elevated troponin (accutni) results, within the risk stratification range of the assay, for two patients. The results were generated by the access 2 immunoassay system. Repeat testing of the patient samples on this instrument and on a different analyzer produced lower results, within the normal reference range of the assay, for both patients. The results were reported out of the lab. The customer could not confirm if any changes in patient treatment had occurred when the information was requested.

Manufacturer narrative:
The samples were collected in 4.5ml bd lithium heparin plasma sample tubes. The samples centrifugation information has not been supplied to date. Qc was performing within the customer's established ranges on the date of the event. Per customer supplied data, system checks performed by the customer passed within instrument specifications on the dates of (B)(6) 2011 and (B)(6) 2011. A field service engineer (fse) was dispatched on (B)(4) 11 for this event. The fse performed a preventive maintenance (pm) upon arrival at the customer site. While the fse was attempting to replace the transducer it was discovered that the ultrasonics board was failing voltage checks. The fse ordered a replacement ultrasonics board and the board was replaced the following day along with the transducer. The fse then verified instrument alignments, verified the ultrasonics voltage and performed patient correlations with "good" results. The instrument verification met published performance specifications after repairs were completed by the fse. Although repairs were completed by the fse at the time of service, a definitive root cause for this event has not been determined to date based on the supplied information.